Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an asymptomatic patient presented in the va hospital in backup vvi. The following physician discovered the device went into backup after the patient underwent an MRI procedure in august. The device code was reloaded successfully. Induction testing was recommended.